Event description:
The customer tested his blood glucose using his elite and contour meters. The elite meter read 100 mg/dl, while the contour read 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.